Event description:
It was reported that the intra-aortic balloon (iab) was inserted via the left groin while the patient was in the cath lab. The md found that the catheter could not be flushed and as a result, the iab was removed. A request was made for more information.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.